Event description:
It was reported medfusion 4000 pump alarming, acu watchdog, travel coarse error, case. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had both tamper seals broken, chipped top case corners, cracked right plunger case, bottom case screw post broken. Bottom case was filled with contamination. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as a preventative measure. Replaced lead screw, clutch spring and both clutch halves. Also replaced damaged top case and bottom case. Normal wear, parts are 7 years old. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000